Event description:
As reported by an edwards (B)(4) affiliate, during a transfemoral tavr procedure with a 26 mm sapien 3 ultra valve, a frozen leaflet was detected and quickly mobilized with a pigtail catheter by the implanter. The patient was hemodynamically compromised and had aortic regurgitation with stunned left ventricle. The patient was treated with medication. The patient also developed bradycardia, and a pacemaker was implanted. It is unknown if the leaflet was stuck in the open or closed position, however, it was reported that as the patient had severe aortic regurgitation seen on fluoroscopy, they assume an open position.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information received. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for leaflet motion restricted in patient and deployed valve exhibits central regurgitation were unable to be confirmed due to unavailable of relevant imagery and product returned. As reported, 'during implantation, a frozen leaflet was detected. The leaflet was quickly mobilized with a pigtail catheter by the implanter. The patient was hemodynamically compromised and had aortic regurgitation, aortic insufficiency and stunned left ventricle. Catecholamines were used as a treatment'. The leaflet movement was restored with manipulation of pigtail. There are multiple patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet including malposition of the valve, impingement of a leaflet due to the calcification, improper expansion, post-dilation of the implanted valve or slow recovery of hemodynamic. All these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Due to insufficient information the root cause is unable to be determined at this time. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Due to the limited information and without the relevant imagery, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.